Event description:
On 27/jan/2023 it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information related to the peritonitis event reported on 27/jan/2023 was received from the peritoneal dialysis registered nurse (pdrn) on 03/feb/2023. This peritoneal dialysis (pd) patient presented to the pd clinic on (B)(6) 2022 with signs of abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin 2g every 5 days and ip gentamycin 86.4mg daily. The patient¿s cultures were positive for enterococcus faecalis. The white blood cell (wbc) count was 2432 with 94% polymorphonuclear cells. Gentamycin was discontinued on (B)(6) 2023 after the culture results were received. The ip vancomycin was increased to 2g every two doses and then decreased to 1500mg every 2 doses which was completed on (B)(6) 2023. The cause of the peritonitis event was attributed to touch contamination, lack in aseptic technique. The patient continued to complete ccpd therapy during recovery. The patient did not require hospitalization for the event.